Event description:
The customer reported the unit is rebooting when charge button is pressed for opsck. There was no reported patient involvement/adverse patient impact.

Manufacturer narrative:
.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.